Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 7am. The patient reported blood glucose results of '79mg/dl' on the evening of (B)(6) 2011 before going to bed and '479 mg/dl' taken the following morning at 7am. The patient reportedly was not taking any diabetes medications at the time and stated she continues with her usual diabetes management routine in response to the alleged inaccuracy concern. Approximately at the same time, the alleged issue occurred, after performing the morning test, the patient reportedly developed symptoms of 'shaking' and despite her symptoms she denied receiving any treatment. It would have been helpful to confirm with the patient if she self-treated with food/drink (i.e. Ate breakfast). At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired. The samples were obtained from the same approved site. A control solution test was not performed because the patient didn't have any. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluation was completed by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k021819.